Event description:
Caller reported an issue with the insulin gauge displaying an unexpected fill estimate, which was static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause of the discrepancy and explained that the estimate would correct itself once the insulin amount reached the displayed static value. Caller understood and acknowledged the explanation.